Event description:
The user facility reported that part of the guidewire's outer coating was partially sheared away from the wire core while in use with the pt. Reportedly, none of the coating detached in the pt so no medical intervention was required.